Event description:
It was reported that the mam3008 did not deploy into the patient's biopsy site. The plunger broke off the applicator. The doctor was able to use another like device to finish the biopsy. There were no patient consequences reported.

Manufacturer narrative:
H3 evaluation summary: the analysis results found that the sheath was received sheared off. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred.